Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported a motor position encoder error alarm. The customer stated she had taken off her insulin pump and when she rewound her insulin pump the alarm occurred. Customer's blood glucose was 94 mg/dl earlier in the morning. She also stated a motor error alarm had occurred and she was unable to rewind her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.